Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03553. It was reported retroperitoneal bleeding occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a history of anemia, so she received a unit of blood prior to the procedure. A 27mm watchman® laa closure device and delivery system was inserted into a watchman® access system. The closure device was deployed, but it required a full recapture. When the closure device was removed from the patient, the patient's blood pressure dropped. It was noticed on transesophageal echocardiogram (tee) that the left ventricle was not properly filling with blood. They ran a blood gas test on the patient and realized the patient was in anemic state again which indicated to the anesthesiologist that she had an internal bleed somewhere. The patient received two units of blood on the table and they aborted the procedure because they couldn't determine the source of the bleed. No pericardial effusion was noted. The patient was sent for an urgent computed tomography (CT) scan to determine the source of the bleed. The CT revealed that the patient had a retroperitoneal bleed that resolved itself requiring no intervention; however, the reason for the bleeding was not determined. The patient fully recovered but they did not end up getting her left atrial appendage closed.